Event description:
The phlebotomist was unable to activate the push button to remove the needle from a patient with bad tremors. Upon manually removing the needle, she sustained a needle stick on index finger. She had a baseline blood work done and she received (B)(6).

Manufacturer narrative:
No product return is anticipated. Complaint history check yielded no other complaints for the lot reported. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.